Event description:
The physician reports that there was a defect present in the crystalens optic. Intervention was performed intraoperatively to remove the damaged iol, enlarge the incision, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was "received damage".